Manufacturer narrative:
The reported complaint of a possible icy catheter (lot #178770) leak was confirmed during functional testing. A pinhole leak was observed at the proximal end of the distal balloon (2 cm away from the proximal end) during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection was performed, and no physical damage was found on the catheter. Dried blood residue was observed in the balloons and luered tubings. Functional leak test was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the proximal end of the distal balloon (2 cm away from the proximal end); thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the icy catheter with lot number 178770.

Event description:
During ivtm therapy, the thermogard ivtm system generated an "air trap" warning alarm. The 500ml saline bag was almost empty, and no saline leak was observed on the thermogard console, patient bed or floor. A possible icy catheter (lot #178770) leak. The icy catheter, suk and saline bag were replaced and treatment continued with the same thermogard ivtm system. The icy catheter was inserted into the patient's left femoral vein with no difficulty. No consequences or impact to the patient.